Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was using cold insulin and performing the air removal step with an empty cartridge. Customer was educated on the proper air removal process and instructed to fill cartridges with room temperature insulin per the tandem user guide. A new cartridge was loaded to resolve the issue. There was no adverse impact to customer's blood glucose.